Event description:
It was reported that customer¿s continuous glucose monitoring system displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, completed reset with guidance, confirmed that error message did not return, and successfully started new sensor session.